Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an external device. It was reported that the patient's controller was stuck and wouldn't work. The patient stated the handset had been plugged in and when they turned it on it said 100% but the screen was stuck. Agent had patient unplug the handset and power on the handset. The patient was able to connect to the myptm application. The patient reported the handset would get stuck at 90%. Agent walked patient through clearing out the data. Patient will monitor the issue and call back if needed.

Event description:
Additional information was received from the patient that the handset was again lagging at 90%. Agent reviewed and guided the patient through clearing the data. Patient was then able to connect to the pump without any lag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software, product ID hh90t01 lot# serial# (B)(6), product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the handset was lagging at 90% again and they forgot the steps to clear the data. The patient was guided through clearing the data.